Event description:
Spontaneous communication. Patient has transitioned from veletri to epoprostenol, and mentioned that the epoprostenol vials are much more difficult to pull the medication from. The rubber tip at the top of the vial is to tight and patient finds it very difficult to get the needle into the vial to pull the medication out. Once she is able to get the needle in, the labeling on the vial makes it difficult for her to see how much medication is left in the vial and it is difficult for her to see how much she is pulling. The patient also expressed that over the last 6 or so months, the cadd extension sets have been very difficult to get out of the packaging. She states the adhesive that is holding the packaging has gotten stronger and makes it difficult for her to open. She said sometimes it can take her 10 minutes just to get a cadd extension set out of the packaging to use. No other information is known. Cadd extension set lot numbers and expiration dates not provided. Return tracking information¿s not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is not applicable to reported event. No additional information is available. Did the reported product fault occur while in use with the patient? No, did the product issue cause or contribute to patient or clinical injury? No, if yes, was any medical intervention provided? N/a, is the actual product available for investigation? No, did we replace the product? No, did the patient have a backup product they were able to switch to? N/a. Was the patient able to successfully continue their therapy? Yes. Reported to (B)(6) by: patient/caregiver.